Manufacturer narrative:
(B)(4).

Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) was being performed. A 21 mm watchman ® laa closure device and delivery system was used, but the delivery system needed to be repositioned. It was removed from the patient and it was noticed that there was a blood clot inside the delivery system. It was not possible to flush the clot, so a new delivery system was used to complete the procedure. There were no patient complications and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman implant and the delivery sheath. The device was bloody inside and outside of the device, and the hemo valve was shut with the corewire inside. The condition of the implant was found to be consistent with the reported information. The delivery sheath and implant were microscopically, tactile and visually inspected. Inspection revealed damage (buckling) in numerous area in the sheath, with corewire damage (kink) located 2.5 cm form the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) was being performed. A 21mm watchman laa closure device and delivery system was used, but the delivery system needed to be repositioned. It was removed from the patient and it was noticed that there was a blood clot inside the delivery system. It was not possible to flush the clot, so a new delivery system was used to complete the procedure. There were no patient complications and the patient¿s status was stable.